Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "the ventilator device is hard to turn off and on. The power button works sporadically, the issue started when they couldn't turn the vent off using the power button.". - this occurrence was noticed after that a patient was transported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The hamilton-t1 ventilator was reported to have a power button that functioned intermittently, making the device difficult to turn on and off. The touchscreen and hard keys were also unresponsive. The event occurred after patient transport and was not associated with active ventilation. Consequently, the event did not cause or contribute to a death or serious injury to a patient. No alarms were triggered, and no technical faults were recorded in the log files. The ventilator was successfully turned on at 08:36:01 and was used until 09:54:14. All ventilation functions remained accessible via the press-and-turn knob. The issue was suspected to involve a defective front panel board, cable connection, display front, or control board. A replacement of the front panel board was recommended, but confirmation of the correction could not be obtained.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "the ventilator device is hard to turn off and on. The power button works sporadically, the issue started when they couldn't turn the vent off using the power button.". - this occurrence was noticed after that a patient was transported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.